Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on this procedure, signs of potential trends are identified, investigations are conducted, and the decision to escalate the issue is considered at a complaint trend review meeting. Since the complaint in question had occurred a significant time prior to the investigation, the relevant data was processed in accordance with this procedure. Therefore, no further review of the complaint history will be conducted in this individual investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cleaning brush exhibited that there were no cracks or fractures, and that the issue was deformation. There was no patient involvement.